Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported the device was in clinical use at the time the reported issue was discovered; but there was harm to the patient or user.